Event description:
Customer reported that pump battery would not charge, and no power source alert was received. There was no adverse impact to the customer's blood glucose level. Customer attempted various troubleshooting steps, including trying different wall outlets, under the guidance of technical support, but the pump still did not charge. Technical support arranged to send a replacement charging cable and wall adapter, and planned to follow up. If the pump battery depleted before the replacement arrived, customer was advised to rely on an alternate pump.